Event description:
It was reported via repair work order that brakes lights were flashing due to the cherry switch being out of place. No adverse consequence or clinically relevant delay in treatment was reported.